Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery with multiple cartridges. Reportedly the customer was able to successfully load a new cartridge onto the pump. There was no reported impact to customer's blood glucose (bg) level. Customer stated they did not want to test their bg's.